Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the patient had intermittent power issues with the pump and found that the new battery cap had a crack on the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-may-2019 with the following findings: review of the black box data revealed intermittent power on the date of the complaint; (B)(6)2019. The returned battery cap was damaged with stripped threads and was not able to maintain electrical connection when placed on the pump; intermittent power duplicated with damaged battery cap on the pump. A test cap was secured to the pump but intermittent power was duplicated again. The battery compartment and pump case were cracked with moisture inside the pump. Investigation duplicated the complaint.